Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is : (B)(6). Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The software was updated and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause was unable to be determined.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. This can be indicative of a device lock-up. A blank display is indicative of a device lockup condition that could delay or prevent defibrillation. There was no report of patient use associated with the reported event.